Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a (B)(6) male was in the operating room (or) requiring cardiac surgery for two coronary artery grafts. He was hemodynamically stable prior to cardiopulmonary bypass and stable during bypass. He was successfully weaned from cardiopulmonary bypass and after 90 minutes, with inotropic support. His cardiac index was <2, with high left ventricular end diastolic pressure of 27 mmhg, increasing, inotropic support was required. It was decided to insert t an intra-aortic balloon (iab) catheter through a polyurethane sheath in the right femoral artery and suture in place. This was achieved with the aid of transesophageal echo, by an experienced cardio-thoracic surgeon and anesthetist. There were no reported difficulties during the insertion. The catheter was handled with the utmost care prior to insertion by the scrub nurses and inserting surgeon. The patient was decannulated and protamine sulphate reversal was achieved as was hemodynamic stability. The intra-aortic balloon pump (iabp) was at 1:1 with good augmentation, all waveforms arterial pressure (ap) and balloon pressure waveform (bpw) and hemodynamic readings were noted and reported to appear normal and within normal limits. The patient was transferred to the intensive care unit (ICU) on the iabp with attending perfusionist in escort. He was on the routine physiological monitoring system which included arterial pressures and was also ventilated. Within an hour the patient's chest was x-ray (rolled from supine position) to verify position of the iab and other thoracic cardiac shadows, which were all normal. The patient's hemodynmamics were within normal limits and the patient was reviewed by the senior cardiothoracic registrar. After consultation with the surgeon the plan was made to withdraw iabp therapy later that day. On (B)(6) 2013, at 0800hrs. The iab and iabp were checked by perfusion services and there was no evidence of any issues. The patient was reported to be well and stable. At 11:30 hrs, the perfusionist was called by the ICU and informed that blood was tracking down the helium line. The iabp had by this time alarmed that there was a gas leak. The perfusionist instructed the iabp therapy should be ceased and the helium gas line clamped and disconnected. Prior to this the iab and iabp had been working for 15 hrs. Without any known issues and the ICU staff had experienced no gas alarms. The patient was not undergoing any procedures in the ICU. The perfusionist arrived at the ICU prior to 12:00hrs. He reported that he observed that the ap waveform on the iabp monitor was non-existent. There were no iapb waveform strips including the bpw which would have been recorded during the iabp alarm. The patient's ap waveform, that was monitored via a separate radial catheter and displayed on the central hemodynamic monitor not the iabp monitor, appeared normal. The patient was hemodynamically stable and following consultation with the senior cardiothoracic registrar and the surgeon it was decided ot insert ta seldinger wire into the iab catheter to remove the catheter and the sheath. Th aim of this was to be able to reintroduce a second iab catheter should the patient become unstable. Under sterile conditions an arrow seldinger wire was advanced into the central lumen of the catheter, but this could not be exited through the distal port of the catheter . Therefore, this seldinger wire and sheath and the original iab catheter were then all withdrawn; this was done with east. Digital pressure was applied to the wound and dorsal and pedal pulses were checked. The patient remained in the ICU for a further 24 hours and was transferred to the post-operative recovery ward with no sequelae. Findings: the iab catheter after washing in mild detergent and using a 20ml. Syringe could be easily inflated via the helium port. No rupture in the balloon was observed. However, blood was observed inside the balloon. Using the central lumen monitoring line 10 ml of aire was injected and bubbles were then observed within the balloon; 10 ml of water was able to be withdrawn from the balloon. The perfusionist concluded that there was a rupture of the central lumen monitoring line. The central stainless steel lumen was fractured at the distal tip.